Manufacturer narrative:
The event of post operative wound infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: wound issues, captured as post operative wound infection.

Event description:
Healthcare professional reported "wound problems" via nbir. This record is for right side. Device was explanted and replaced.